Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the rubber coating of the acoustic lens/probe at the distal end damage/missing part could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿warning ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and during the device evaluation it was found that the acoustic lens was damaged and was missing a part. Additional evaluation findings were as follows: the bending section cover adhesive was separated, the connecting tube had snakiness, the light guide cover lens adhesive was deteriorated and the electrical connector pins were corroded the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the evis exera ii ultrasound gastrovideoscope to have a full inspection. There was no specific allegation of a malfunction associated with the device. During the device inspection, a reportable malfunction was identified, a portion of the rubber coating of the acoustic lens/probe at the distal end is damaged and missing. There was no report of delay or harm to a patient or user.